Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, infection, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain, for which plaintiff underwent surgery (hysterectomy) and essure was removed on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case, limited information was provided for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, infection, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain, for which plaintiff underwent surgery (hysterectomy) and essure was removed on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case, limited information was provided for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (infrequent and mild to severe)/pain") and genital haemorrhage ("constant bleeding") in a 35-year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 3) and parity 3 (live births: 3: date of births: (B)(6) 1998, (B)(6) 2002, (B)(6) 2008). Concurrent conditions included uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety attacks"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen pain (constant and mild)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal,"). On (B)(6) 2015, 10 months 3 days after insertion of essure, the patient experienced vaginal infection ("infection/vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). The patient was treated with antibiotics and surgery (robotic assisted hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and anxiety had resolved and the dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure microinsert in the opposite tube. The number of expanded colis that appeared trailing into the uterine cavity was 4. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pelvic pain (infrequent and mild to severe)/pain") and genital haemorrhage ("constant bleeding") in a 35-year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (pregnancies: 3) and parity 3 (live births: 3: date of births: (B)(6) 1998, (B)(6) 2002, (B)(6) 2008). Concurrent conditions included uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety attacks"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdomen pain (constant and mild)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal,"). On (B)(6) 2015, 10 months 3 days after insertion of essure, the patient experienced vaginal infection ("infection/vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). The patient was treated with antibiotics and surgery (robotic assisted hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and anxiety had resolved and the dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage and fungal infection outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure microinsert in the opposite tube. The number of expanded colis that appeared trailing into the uterine cavity was 4. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Event constant bleeding, infection (bladder/ urinary tract/vaginal) type: yeast, anxiety attacks, abnormal bleeding vaginal. Event outcome start date updated. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.